Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used working wall outlets, tandem charging equipment, and tried different wall adapters and charging cables, and there were no low power alerts, shutdown alarms, or power source alerts. There was no reported impact to the customer¿s blood glucose level. Customer followed troubleshooting steps as guided, issue persisted without causing pump shutdown, and technical support advised that pump was out of warranty and provided supplier report as requested.